Event description:
It was reported that within two months of original implant, the lead dislodged. A repositioning procedure was attempted, but once the lead was retracted, the helix mechanism would not function and the helix would not redeploy. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned and analysis found that the helix was blocked by a guide tooth. It was also noted that a proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut and the helix/lobe was bent/distorted. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head) and a guide tooth was damaged. Visual analysis noted apparent explant damage.

Event description:
It was reported that within two months of original implant, the lead dislodged. A repositioning procedure was attempted, but once the lead was retracted, the helix mechanism would not function and the helix would not redeploy. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.